Manufacturer narrative:
This report is in response to sus voluntary event report mw5093698. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Patient reported right side capsular contracture, baker grade iii with secondary pain. Patient additionally reported via regulatory agency "ruptured" and "double capsule" on an unspecified side. Device has been explanted.